Manufacturer narrative:
H.6. Investigation: bd received a used 24 gauge insyte autoguard blood control unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed no visible damage to the catheter, the inner rim or the outer thread of the luer adapter. There was some light scuff marks at the end of the luer and the area below the threads but it did not impede the luer's ability to create a secure connection. Next, a water/air leak test was performed and no leakage was observed coming from the adapter. Based off the visual inspection and testing the engineer was unable to verify the reported defect of leakage but was able to verify that the adapter/connector was damaged. The observed damage to the luer was determined to be manufacturing related and was caused by a misalignment between the adapter and manufacturing equipment.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the extension tubing connection during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about leakage with insyte autoguard. According to the customer's report, fluids leaked from the connection with the extension tubing."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the extension tubing connection during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about leakage with insyte autoguard. According to the customer's report, fluids leaked from the connection with the extension tubing."